Event description:
As reported to coloplast though not verified, patient was implanted with aris and restorelle mesh. Later the patient experienced pain, pelvic hematoma, infection, vaginal bleeding with clots, dyspareunia, mesh erosion, sensation of "bladder drop" stress incontinence, persistent gross hematuria, vagina pain and fullness and discharge. A removal of the eroded mesh was performed.

Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.